Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products. Medical records were received and reviewed by the post market clinical staff. The following is based on the medical records provided by the patient's attorney. The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product. Note: death certificate reported (B)(6) 2010 as date of death. No treatment sheets available for day of the event, autopsy report, facility clinic logs or recent bicarbonate level in the medical record. Death certificate reported: esrd as the immediate cause of death and significant conditions contributing to death: sepsis, cirrhosis, septic pulmonary emboli. This is an esrd patient who went to the emergency room for severe abdominal pain. She presented to the hospital with increasing weakness, nausea, vomiting, lack of appetite and slight amount of vaginal bleeding. She was admitted to the hospital on (B)(6) 2010 with suspected sepsis and non-st segment myocardial infarction. She was discharged to hospice care on (B)(6) 2010. She expired in hospice care on (B)(6) 2010. It is undetermined if there is a reasonable suspected causal relationship between the product and the event. There is no history of specific malfunction or product being out of specifications. A historical record review of the production lots during a three month time frame from the time of event for this client has been requested, however, has not been completed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The following is based on the medical records provided by the patient's attorney. The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product. The patient went to the emergency room for severe abdominal pain. She presented to the hospital with increasing weakness, nausea, vomiting, lack of appetite and slight amount of vaginal bleeding. She was admitted on (B)(6) 2010 with suspected sepsis and non-st segment myocardial infarction. She was re admitted to hospice care on (B)(6) 2010. She expired in hospice care on (B)(6) 2010. Death certificate reported. Esrd as the immediate cause of death and significant conditions contributing to death: sepsis, cirrhosis, septic pulmonary emboli.